Event description:
A memory lens iol implanted in the right eye of a patient has since opacified and is expected to be explanted in the near future. Request has been made for additional information, however, no further information is available at the time of this report.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.